Manufacturer narrative:
This report is submitted on november 29, 2018. Registration number (B)(4).

Event description:
Per the cinic, the patient experienced a loss of osseointegration (date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.